Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down and restarted on its own. There was no patient involvement at the time the issue was discovered as the issue was found during pre-use device checking at the hospital. No patient or user harm was reported, and there was no reported delay in therapy. The customer called technical support to report that the device powered down and restarted on its own. After the device automatically powered back on, the customer was able to perform the device check. The hospital called the sales representative (rep) to inquire if there was any issue with the device, and the sales rep retrieved the device just in case. The sales rep presumed that a "check vent: ventilator restarted" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the reported issue during a running test; however, the pse confirmed the 1101 "ventilator restarted due to anomalies detected during operation" error in the event log and found that the 1101 error code occurred in conjunction with the 3007 error code, which indicates a software exception--if the 1101 and 3007 error codes occur together, no action is required. The pse also confirmed that the software version was 3.20, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.